Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the machine indicated that it was disconnected and displayed a critical override icon. The customer stated that nurses experienced a delay in dispensing medication to patients, as the next cubie did not open after retrieving the initial medication. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system says that it was disconnected and has a critical override icon on it. A technical support specialist found that the station's database was bloated upon inspection. Some work was required to resolve the bloating issue. The server's purge queue was at zero and was reset to current. Turning off the purge throttle proved effective. The station database size was monitored, initially recorded at 9469 mb. After applying the purge fix, the station size reduced to 8 gb. The system functioned as intended after the technical support specialist troubleshoot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the machine indicated that it was disconnected and displayed a critical override icon. The customer stated that nurses experienced a delay in dispensing medication to patients, as the next cubie did not open after retrieving the initial medication. However, there were no adverse events or injuries reported based on this event.